Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but the request for medical records was denied and no response was received for the request of medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse event: updated. B5: describe event or problem: updated. G1,2: contact office- name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) years post initial implant the patient was found to have aneurysm sac growth by 1.5mm with a possible endoleak at an indeterminate origin. The physician will not perform a secondary procedure at this time. No further additional information or patient "sequelae" has been reported at this time. Subsequent to the initial report, additional information was provided reporting that the physician elected to treat the patient by implanting a suprarenal afx device. No additional information has been provided.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) years post initial implant the patient was found to have aneurysm sac growth by 1.5mm with a possible endoleak at an indeterminate origin. The physician will not perform a secondary procedure at this time. No further additional information or patient sequalae has been reported at this time.